Manufacturer narrative:
One photograph of the affected portex® endobronchial double lumen tube. An inspection of the photograph revealed a tear in the blue-colored end cap (suction port). The complaint was confirmed. The most probable root cause was determined to be a defective component received from the supplier and that the defect was not detected through inspection due to the fact that no assembly and/or testing is in place during the manufacturing process. A scar was issued to the supplier and retraining of relevant procedures was provided.

Manufacturer narrative:
It was reported that the event occurred in 2017. The exact date is unknown. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during use, it was observed that there was a crack on the blue-colored suction port of a portex® endobronchial double lumen tube, causing air to leak. A leak check was performed prior to use and no leakage was found. No injury was reported.